Event description:
During a scheduled makoplasty partial knee arthroplasty procedure, before any cutting had been performed, the case was cancelled by the physician and rescheduled to a later date due to a non-functioning burr motor.

Manufacturer narrative:
The malfunction occurred prior to the use of the mako robotic arm interactive orthopedic system (rio) during pre-surgery checks. As part of normal complaint follow-up, an eval was performed by mako surgical. Eval of the system indicated that there was a disconnected anspach override switch. Probable cause of the initial event was a loose fit of the anspach override switch during assembly. The rio has been serviced by mako field service and is in operable condition.